Manufacturer narrative:
One cadd cassette reservoir was received in used condition inside a plastic bag without its original packaging. Visual inspection was conducted and there were no discrepancies found. Accuracy testing was conducted and the sample passed. A review of the manufacturing process was conducted and deemed adequate and correct with respect to testing and inspection activities .there was no fault found with the returned sample.

Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, the cassette had medical fluid remained in it. Reported that the medical fluid was unable to be infused into the patient, and after the patient checked it, the patient felt that the tubing on the pressure plate was out of position as compared with others. Subsequently, the cassette was replaced with another one while medical fluid in the previous one was left unused. No patient consequences were reported. No adverse effects were reported.